Event description:
Rep reports that the evd tubing developed a leak and then disconnected which resulted in removal of entire system and replacement. The pt is reported to be in good condition.

Manufacturer narrative:
Codman has requested the return of the device. Upon completion of the evaluation, a follow up report will be filed.